Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient went to the hospital when she felt shortness of breath and was disoriented. The dexcom app showed egv 400 mg/dl and the bg was not checked. She went to the hospital on (B)(6) 2025 at 4:00pm. When the patient got to the hospital, they took her bg and it read 377 mg/dl and she was given IV fluid/saline. She was discharged after 11 hours. At one point the dexcom app showed egv 322 while the bg was 214 mg/dl. Before she left the hospital, her bg was 188mgdl. (Of note, the sensor was not removed during this time). The next day she went to a different hospital. The "reading" was 222 mg/dl and the patient was asymptomatic. The bg at the hospital read 333 mgdl while the dexcom app showed 222mgdl. She was given medication but couldn't remember what. The patient went to the hospital at around 9:00-9:30 pm and went home at 1:40am. The patient didn't look at the sensor after leaving the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At both hospitals, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following information from the initial MDR as it has been reported under MFR number 3004753838-2025-330104, "the next day she went to a different hospital. The "reading" was 222 mg/dl and the patient was asymptomatic. The bg at the hospital read 333 mgdl while the dexcom app showed 222mgdl. She was given medication but couldn't remember what. The patient went to the hospital at around 9:00-9:30 pm and went home at 1:40am. The patient didn't look at the sensor after leaving the hospital. " h2 correction